Manufacturer narrative:
The investigation of automated impella controller (aic) - damage before therapy has been completed. The damage to the rear housing was confirmed. The root cause was likely due to mishandling during shipping.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a damaged shipping carton. The automated impella controller (aic) was found to be damaged to the rear housing. The aic was pulled aside for investigation prior to service and repair. No patient was involved.